Manufacturer narrative:
The insulin pump had button error alarmed due to corroded keypad traces. No moisture damage was found on electronic assembly and motor. The pump was unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to keypad damage. The pump also had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 492 mg/dl. The customer treated the high readings with mdi. The customer stated that the button error alarm occurred right after the pump was exposed to moisture. The customer stated that he tucked his shorts in while cycling. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.